Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that cardiac telemetry noted a 4 and 7-second pause overnight in the hospital. It was also reported that the device was possibly undersensing and the right ventricular (rv) lead was possibly oversensing. The device was reprogrammed to doo mode since the patient is pacer dependent. The device and rv lead remain in use. No patient complications have been reported as a result of this event.